Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump only turns on, if the cap is held down and in place. Customer's blood glucose level at the time 8.3mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.